Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient faced an infusion set adhesive issue event on (B)(6)2026. The infusion set fell off on the first day of insertion. The insertion site was the leg. No further information available.